Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed a recognition issue on the harmonic ace insert. The user completed the procedure using a backup device of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace insert was analyzed and found to have a broken blade. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.143¿ from the base, and the broken piece was not returned with the device. This failure is typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the device is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).